Manufacturer narrative:
(B)(4)no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. No anomalies or deviations were found during the DHR review if information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Alleges pain, discomfort, mobility issues, psychological and emotional trauma, suffered four painful dislocations and all these necessitated closed reductions. After review of medical records for MDR reportability, patient was revised to address recurrent left total hip arthroplasty dislocation. Doi: (B)(6) 2017; dor: (B)(6) 2017; left hip.